Manufacturer narrative:
(B)(4). This report is for the second in a series of three consecutive product issues with the same patient. The other two have been submitted under MDR report #s 9680794-2015-00136 and 9680794-2015-00128. No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the ICU. The physician inserted the wire through the needle without resistance but was unable to advance the catheter into the vein fully. When pulling the catheter back onto the needle resistance was met. At which time, they stopped and pulled the needle and catheter out as one unit. The tip of the catheter sheared off into the vessel. A cut down was performed to remove the piece that separated. A second kit was opened to complete the procedure.